Manufacturer narrative:
Reported event of catheter melted. A visual examination of the returned device found that the working length was twisted, the exposed cutting wire was discolored from use, and the cutting wire appeared to have melted/split the extrusion at the distal pierce hole. From an analysis of the cutting wire and extrusion, it appears that the activated cutting wire melted/split the extrusion, elongating the distal pierce hole to 5mm. The elongated distal pierce hole caused the cutting wire anchor to slide proximally and altered the exposed cutting wire length to become shorter. A functional evaluation found that the device did not meet the minimum bowing specification due to the shortened exposed cutting wire length. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch number. The investigation concluded that the melted extrusion was likely due to procedural factors/generator settings. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the device was inserted into the patient and positioned at the ampulla. However, during the sphincterotomy, the device would bow only minimally. The physician manipulated the sphincterotome and the elevator on the endoscope to complete the sphincterotomy using this device. No visible damage was noticed to the device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine." Based on the device analysis, which indicates that the cutting wire appears to have melted the extrusion, this is now considered a reportable event.